Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 23 mmol/l. It was unknown if the auto mode was on or not at the time of incident. Customer reported that they received insulin flow blocked alarm. The alarm was resolved by changing complete set and reservoir. No harm requiring medical intervention was reported. The customer will continue to use the device.